Event description:
It was reported that the cadd legacy pump which was being used for IV remodulin therapy malfunctioned. The remodulin was being administered continuously at 115 ng/kg/minute. The pump did not warn the patient that she was due for a cassette change soon. The pump alarmed and she had no medication left in the cassette. The patient was able to change to her other pump with a new cassette running without any further issues. No serious injury was reported in connection with this incident. The pump was being replaced.

Manufacturer narrative:
Other text: this MDR was generated under protocol: (B)(4). No serial number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: d5 operator of device and h6 patient code and method code.